Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery for the current measurements. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery for the current measurements. This device remains in service. No adverse patient effects were reported. At a later date, a revision was performed. Additionally oversensing of noisy signals and poor morphology was noted. Ts discussed stored data and programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported. At a later date, a shock was delivered as inappropriate therapy due t-wave oversensing. Technical services (ts) was consulted and discussed stored data as well as available programming options. This device remains in service. No additional adverse patient effects were reported. At a later date this s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery for the current measurements. This device remains in service. No adverse patient effects were reported. At a later date, a revision was performed. Additionally oversensing of noisy signals and poor morphology was noted. Ts discussed stored data and programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery for the current measurements. This device remains in service. No adverse patient effects were reported. At a later date, a revision was performed. Additionally oversensing of noisy signals and poor morphology was noted. Ts discussed stored data and programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.